Manufacturer narrative:
This report is for unknown plates/unknown lot number's device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from regulatory authorities/patient for med watch #(B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached maude report received 27-jul-2015. Update 08/04/2015 spoke to patient via phone about the maude report she provided the additional information: the she had surgery on (B)(6) 2012 after she fell off the horse on (B)(6) 2012. No devices have been explanted to date. She complains of left arm/hand pain with motion. Patient states that she has spoken to her doctor and feels worse ever since having the implants placed. She had separate surgery for her broken pelvis and clavicle by another doctor. She state her doctor will not remove the implants. This report is 2 of 2 for (B)(4).